Event description:
The reporter stated that while on a neonate, the hub with the stopcock became disconnected from the tubing. The neonate lost "a significant amount of blood". No pt injury or treatment was associated with this event.